Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014. During the procedure, when opening the package, the puncture needle was broken. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The issue was noticed before it was used on the patient. It was noted once the outer package was opened.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the two plastic needles were broken at the level of the guide extremity. Presence of clamps marks at the extremity of the both plastic needles. This suggests that the device was manipulated once the package was opened. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.